Event description:
It was reported that a homechoice pd set with cassette had a connection issue and was not able to be connected to the dianeal bag. This occurred during set up for peritoneal dialysis therapy. The patient was not connected at the time. The nurse stated that the spikes of the cassette were not fitting into the dianeal bag. The technical service representative (tsr) explained that the older cassettes did not work with the newer dianeal bags. The nurse understood and stated that they would need to get the newer cassettes from another hospital. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.